Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
It was reported that upon attempting to power on a liberty cycler for peritoneal dialysis therapy, a spark was seen where the cycler was plugged in. The patient reported that the moment the cycler was plugged into the wall outlet it made a popping noise and a spark came from the outlet. The patient reported that the circuit breaker had popped in that area of the house and they were able to flip the breaker and power the cycler on. This occurred prior to treatment and the patient had not yet connected to the cycler for therapy. The patient reported that the cycler was now on and functioning accordingly. A technical support representative advised the patient to discontinue use of the cycler and the cycler would be replaced but the patient declined a replacement. There was no reported burn damage, burn smell, or smoking from the device seen by the patient. The patient was able to use manual supplies to complete their therapy. Follow up with the patient¿s peritoneal dialysis registered nurse verified that there was no patient injury or medical intervention required as a result of the reported spark. The cause for the spark was unknown. The patient has been able to continue with peritoneal dialysis therapy without complications. Additional information was requested but was not available.